Event description:
Customer reported receiving a reading of 57 mg/dl on their freestyle freedom blood glucose monitor, and changed their medication based on this result (specific medication is not known). Customer then reported feeling anxious, short of breath, and felt a "tingling" sensation on their arms. They then went to their physician where they were diagnosed with hyperglycernia, and a glucose result of 254 mg/dl was obtained on an unk brand of meter. Insulin was administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.